Event description:
Reported by the customer as: over infusion during testing. Pt injury: no. Device was not on a pt.

Manufacturer narrative:
Method: actual device evaluated. Standard performance tests were completed. Conclusion: device was found to be slightly out of accuracy specification during testing. Device needs recalibration.